Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise. A new lead was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).